Manufacturer narrative:
Section h6: investigation findings code: 4248 - usage problem identified manufacturer¿s investigation conclusion: evaluation of the submitted log files confirmed that the clock was set to the default timestamp, indicating a system stop due to a complete loss of power to the system controller. Based on product experience and previously reported events, the observed clock reset and pump stop event is consistent with a complete loss of power to the system controller; however, a direct cause for the loss of power could not be conclusively determined through this evaluation. The submitted left ventricular assist device (lvad) event log file contained approximately 17 days of information. Events consistent with a pump stop were observed following 10:47:43 on (B)(6) 2022. The duration of the pump stop could not be determined through this evaluation; however, upon the pump restarting, the timestamp was observed at the default of (B)(6) 2000. This timestamp reset occurs per design with a complete loss of power to the system controller. The log file recorded approximately 12 days of additional events with the pump functioning as intended throughout the file. The controller event log file captured a low speed advisory fault on (B)(6) 2000 at 00:00:04 that appeared to be associated with the pump restarting after the pump stop captured within the lvad event log file. The advisory resolved upon the pump ramping up to the set speed one second later. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported at this time. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 2 "system operations" (under "system controller warnings and cautions") states, "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 7 "alarms and troubleshooting" outlines all system controller alarms, including driveline disconnected alarms, as well as how to respond to each alarm condition. The system monitor section describes the pump flow display (4-12 through 4-14) and the hazard alarms (4-18 and 4-26). The heartmate 3 lvas patient handbook is also currently available. This handbook warns in several sections: "check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop." And "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." Section 3 "powering the system" outlines the proper method for changing from the power module or mobile power unit to batteries and vice-versa under the sub-section titled ¿switching power sources¿. In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding all system controller alarms, including the driveline disconnected hazard alarm, and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the clinic on 19dec2022 with "clock not set" on their controller. It appeared the pump was off about 12 days ago with normal function since. The patient was unable to state what happened. Log files captured a low speed advisory at the beginning of the log file but the date could not be determined. The log file also contained controller clock corrupt and clock invalid alarms throughout the log file. The controller clock alarms resolved when the clock was set to the correct date. Log files did not capture any pump off events. The low speed advisories had been resolved and the patient did not show any symptoms.